Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text: see h10 manufacture narrative.

Event description:
This is a complaint about anticancer drug (keytruda) leakage from c180j. The nurse noticed a leakage near the spike set in the infusion before administering it.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one spike connector along with an injector was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed. It was noted that the returned injector was manufactured prior to june 2015 as injectors manufactured before this time were assembled differently that current products, as seen in the sample provided. Functional testing was performed, passing liquid through a syringe along with the returned injector and spike connector, no leakages were observed between any of the connections. A device history review was performed for reported lot 2303217, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the sample evaluation, a root cause related to the manufacturing process cannot be established at this time. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
This is a complaint about anticancer drug (keytruda) leakage from c180j. The nurse noticed a leakage near the spike set in the infusion before administering it.